Event description:
As reported, when the physician advanced the stent into the microcatheter for a half distance, he felt friction and could not go further. The device got stuck in the microcatheter. The guidewire could not be withdrawn, so the physician opened the y valve to withdraw the stent sds and the stent separated outside of the patient's body. The device and microcatheter were removed as a unit and no damages were observed on any part of the device when the device was removed from the patient. The device and concomitant devices used with the product did not kink or bend at any time prior to the resistance/friction. An adequate continuous flush was maintained through the microcatheter. No patient injury reported. The microcatheter and the stent were changed to another one to complete the procedure. The delivery system for the stent will be returned.

Manufacturer narrative:
When the enterprise vrd was advanced half the distance through the unknown microcatheter friction was encountered and the enterprise could not be advanced further. The delivery wire could not be withdrawn. The enterprise and microcatheter were removed as a unit and the y-valve was opened to withdraw the stent. The stent then 'bounced outside the patient's body.' Another stent and microcatheter were used to complete the procedure. There was no kinking of either the enterprise or microcatheter prior to the resistance. An adequate continuous flush was maintained through the microcatheter. When the device was removed from the patient there were no damages on any part of the device; it wasn't unraveled stretched and there was no separation of any part of the device. One non-sterile enterprise delivery wire was received coiled in plastic bag with a prowler 14 microcatheter. The enterprise delivery wire was inspected and no anomalies were noted. The stent was not received. The returned prowler14 microcatheter was found severely damaged in the distal section; it was stretched, kinked and flattened. The enterprise delivery wire was inspected under a microscope and no anomalies/damages were found. The stent was not returned; therefore, functional testing was limited to insertion of the returned delivery wire without the stent. The enterprise delivery wire was inserted and advanced into the returned prowler 14 microcatheter (involved unit); however, it could not pass completely through. The delivery wire got stuck at the microcatheter damaged section. The enterprise IFU specifies that the device is to be used with a 0.021' inner diameter microcatheter; the inner diameter of prowler 14 is 0.0165.' No difficulties were encountered with insertion of the returned enterprise delivery wire with an appropriate lab sample microcatheter with a 0.021' inner diameter. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The confirmed resistance/friction was due to the procedural factor of use of incompatible devices. As outlined in the instructions for use (IFU), the enterprise requires a microcatheter with an inner diameter of 0.021' and the prowler 14 microcatheter inner diameter is 0.0165' as outlined in the IFU. Additionally, procedurally the microcatheter would have been placed over a guidewire to the target site prior to the attempted introduction of the enterprise and there was no reported resistance friction with placing the microcatheter. There was no resistance/friction with testing of the returned enterprise delivery wire with an appropriate sized microcatheter. The IFU outlines seating of the introducer in the hub of the microcatheter in order to create an uninterrupted channel for transfer. If the enterprise system is withdrawn from the hub of the microcatheter without the introducer being fully seated the stent will expand and deploy off of the delivery wire as reported in this case. The analysis and DHR review indicate that device did not present with any indication of manufacturing defect or anomaly that could contribute to the event as reported. Procedural factors/handling including use of incompatible devices is an identified cause of the reported event with no indication of any related manufacturing issues. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.